Event description:
Reporter indicated that lead break was discovered during generator replacement surgery due to end of service. The pt's lead was also replaced. Further f/u revealed that during generator replacement surgery, both the neurologist and the neurosurgeon observed that the lead insulation was split. The pt was last seen by physician in 4/2002 and is reported to be doing well since the surgery. Diagnostic testing of replacement ncp system was acceptable. No adverse event was reported. Attempts to obtain add'l info have been unsuccessful of date.